Event description:
It was reported that the handpiece began overheating during a maxillofacial surgery. There was no reported patient or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but the reported condition of the device overheating was not confirmed. Based on the investigation details there was excessive bearing noise from the motor. The bearings were replaced and the drill was returned to the customer.